Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that after the customer inadvertently dropped the pump, the touchscreen cracked and became unresponsive. There was no impact to the customer¿s blood glucose level due to this reported issue. The customer reverted to manual injections for insulin therapy.